Manufacturer narrative:
(B)(4).

Event description:
This ra lead was explanted and replaced due to dislodgement. The physician was going to reposition the lead, however there was tissue in the helix. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.